Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to adhesion gaps in film bond due to temperature controller set too low or failed. It was unknown whether the device had met relevant specifications. The product used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and the lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received zero flow when the patient started the therapy. The nurse noted no bubbles in the connectors. The therapy was not running initially. The nurse stated that there were no alarms. Ms and s had suggested the nurse to restart the therapy. The arctic sun device started to prime but stopped quickly. The inlet pressure was 0 psi flow rate was 0 lpm and the circulation pump command was 100 percent the system hours were 5493.2 and the pump hours were 5274.8. Ms and s had advised the nurse to stop the therapy empty and disconnect the arctic gel pads and place the arctic sun device with a manual control the inlet pressure was 7 psi  the flow rate was 1.7 lpm and the circulation pump command was 64 percent. The nurse added the arctic gel pads back and the arctic sun device alerted low internal flow (alert 41). The arctic gel pads were from the new box. The nurse stated that they would replace the device if they continue to have the flow rate issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device received zero flow when the patient started the therapy. The nurse noted no bubbles in the connectors. The therapy was not running initially. The nurse stated that there were no alarms. Ms&s had suggested the nurse to restart the therapy. The arctic sun device started to prime, but stopped quickly. The inlet pressure was 0 psi, flow rate was 0lpm, the circulation pump command was 100%, system hours were 5493.2 and pump hours were 5274.8. Ms&s had advised the nurse to stop the therapy, empty and disconnect the arctic gel pads and place the arctic sun device with a manual control, the inlet pressure was 7 psi,  the flow rate was 1.7 lpm and the circulation pump command was 64%. The nurse added the arctic gel pads back and the arctic sun device alerted low internal flow (alert 41). The arctic gel pads were from the new box. The nurse stated that they would replace the device if they continue to have the flow rate issues.